Event description:
The manufacturer received information alleging a trilogy evo was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device evaluation has not been completed. At this time, we are unable to confirm the alleged malfunction. If any additional information is received, a follow-up report will be filed.